Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 157, 154, 146, 137 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 110 mg/dl. Customer feels alcohol pads could have affected her results and she noticed the difference when she began using them. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 152 mg/dl and 147 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).